Event description:
Streamline airless system set (dialysis tubing) with faulty venous pressure pods, 3 noted yesterday. Additional 3 noted today during setup. Pulled from shelves in multiple hospitals. Reference reports mw5170769, mw5170771, mw5170772, mw5170773, mw5170774.